Event description:
Provider states: alpha advanced brake system handles not locking and holding.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.